Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that during user handling of the device, water invaded the device, electrical components were broken, and error code was displayed. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion amount at the tip is out of standards due to missing part of distal end cover, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, liquid leaks due to crumpled part of distal-end, liquid leaks due to crumpled par of distal-end, condition of light guide bundle not good, crease at the charged coupled device lens, light guide lens broke, adhesive part of bending section rubber broke, scope connector cover unit polluted, switch 3 cut off, e315 occurred due to corrosion of plug-unit. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope exhibited e315 scope error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.